Event description:
The customer stated that she was connected while priming and an excessive amount of insulin was delivered into her body. The customer stated that, she filled the reservoir to 180 units of insulin, and that only 30 units were remaining at the time of the phone call. The customer was taken by a coworker to the hospital for treatment. The blood glucose reading reported was 84 mg/dl. A follow up phone call was made to the customer and the arrangements were made to replace the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.